Event description:
It was reported that the patient received inappropriate therapy due to noise. Out of range impedance was noted. Insulation damage found. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
The reported noise and insulation abrasion was confirmed. An external insulation abrasion was found between 25.8cm to 26.1cm from the connector pin, consistent with friction to the ICD can. The etfe coating on one of the svc cables was abraded and the inner coil was visible at this location.